Event description:
It was stated that the pump shows an unknown error when flushing the cassette. There was no patient involvement. Evaluation of the returned device revealed a defective lock sensor and a damaged downstream occlusion seal.

Manufacturer narrative:
H3: one device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor. Additionally, the device downstream occlusion (dso) seal was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock sensor and dso seal were replaced, and the device passed all testing.